Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint, however the alarm logs indicated this failure occurred. The sensor interface board was replaced proactively, and the unit was returned to service.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate during a case. The unit was restarted and the case was continued. There was no report of patient injury.